Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the footswitch on the navigation system became unresponsive and did not work. The reported issue did not occur during registration. A motor evoked potential (mep) was performed, the application was restarted and the footswitch did not work after that. The procedure was completed without using the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. No additional information was available.